Event description:
It was reported that this right atrial (ra) lead was newly implanted and exhibited lead dislodgment. This ra was surgically revised. No additional adverse patient effects were reported.